Event description:
Information received from (B)(6). Formal claim received regarding pinnacle/corail hip implant revision. Reason for revision confirmed as pain. Findings during revision include large metal stained effusion, significant solid pseudotumour and metallosis. Update rec¿d 29 jan 2015 - patient's medical records and hospital notes were received. Medical records and hospital notes were reviewed for MDR reportability. According to the records upon revision armd and necrotic tissue was also discovered in the hip joint. Records noted on (B)(6) 2011 the patient's cobalt level was high at 105 nmol/l. The patient's femoral stem is being reported at this time for the elevated metal ion levels. The complaint was updated on: 25 feb 2015.

Manufacturer narrative:
The complaint was reopened upon receiving patient medical records including x-rays. The x-rays were reviewed for implant disassociation and implant fracture as per wi-7915. No anomalies were noted (see com (B)(4) bio eng report). There were no further changes to the original investigation report. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.